Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the blower is not running and the ventilator is giving patient circuit occluded error. The customer reported there was no patient involvement.